Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Analysis summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned product determined that it received one needle/suture pertaining to the product code vcp1359h. During visual inspection of the returned sample, marks were observed on the body needle and the suture was cut by a surgical instrument. In addition, dried blood was noted along the strand. Additionally, a photo was provided and it showed the condition of the reported event. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of surgical instruments, such as needle holders and forceps. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2024 and suture was used. The suture was broken when the surgeon attempted to tie a knot with suture. Changed to another one to complete the surgery. There was no patient consequence reported. No further information was provided.